Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported during an intraoperative endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use disposable cover, the distal cover was discovered missing immediately upon withdrawal from the patient through the 15mm trocar. The distal cover was identified in the patient¿s peritoneum via laparoscopic video instrumentation (already in use) and was retrieved with the help of laparoscopic graspers without any adverse effects to the patient. There were no additional consequences to the patient as a result of this occurrence. The patient¿s current condition is reported as ¿good¿. The distal cover was checked for integrity and secure placement prior to the procedure and found to be free of flaws and properly attached to the duodenoscope. Distal cover was checked to confirm proper and secure placement immediately prior to the scope insertion into the patient. A 15mm trocar was used to introduce the duodenoscope into the patient. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The device was not returned for evaluation, so non-conformity could not be confirmed. There is no report of device non-conformity. Based on these facts, it is determined the reported event is not likely due to a manufacturing defect. Conclusion: the definitive root cause of the reported event could not be determined. Based on the available information the following are presumed to be likely causes: a) the distal cover had cracks or pinhole that the user couldn¿t detect, which made the cover easy to detach from the device. B) cracks or pinhole generated because the device contacted with 15mm trocar when inserted into the trocar. As a result, the cover became easy to detach from the device. C) the device contacted with 15mm trocar when withdrawn from the trocar. Then the cover received force toward a direction making the cover fall off.